Manufacturer narrative:
Analysis of the catheter identified a break in the catheter body. Analysis also found that the collet was prematurely locked in place. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml lioresal at 1,999.97mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was having inconsistent therapy. The patient was seen for a dye study and an open exploration. The attempt to aspirate from the catheter access port was unsuccessful, and they were only able to get 0.05ml. The open exploration showed no visible issues in the pump pocket. The catheter was difficult to disconnect from the pump. An x-ray show the catheter tip was higher than its original position. The catheter was cut and there was still no cerebrospinal fluid return. The catheter was explanted and a new one was placed at c2. No further complications were reported.